Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the capsular contracture grade for both sides is iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor memorygel 300cc silicone prosthesis experienced bilateral (unknown grade) capsular contracture post procedure. Patient stated that approximately 6 months postoperative patient noticed that her left breast went up higher than her right. Patient was confirmed with capsular contracture by her surgeon and he "popped" the capsule and released the capsule (in office not intraoperative procedure). Patient stated the capsular contracture is now in both breasts and she cannot sleep on her stomach because her breasts are hard as rock. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.